Manufacturer narrative:
Investigation summary - bd received two photos for investigation. The analysis of the customer photos showed that the eclipse safety shield was not intact with the device. Additionally, 20 retained samples underwent a functional test for proper activation, and all samples activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.